Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no lot specific product quality issue. All available information was investigated reported incomplete coaptation in this incident appears to be related to user technique/procedural circumstances. There is no indication of product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report that the clip detached from one leaflet, requiring intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The first clip was deployed at a1p1. A second clip delivery system (cds) was advanced however it was noted the first clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment (slda)). The second and third clips were implanted to stabilize the slda clip, reducing mr to 3-4. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.